Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 105-130 mg/dl.